Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1, d2a, d2b, d3, d4, g1, g4

Event description:
Healthcare professional later reported right side "finding of ruptured breast implant right side, diagnosed with ultrasound and MRI.¿

Event description:
Healthcare professional reported unknown side "prosthetic rupture, confirmed during surgery." Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.